Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "misfire/jamming-multiple staples firing., no patient harm".

Event description:
It was reported "misfire/jamming-multiple staples firing., no patient harm".

Manufacturer narrative:
(B)(4). From the pictures attached was unable to be confirmed failure mode reported as "misfire/jamming-multiple staples firing". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective a ctions. A device history record review was performed, and no relevant findings were identified. Failure mode "misfire/jamming-multiple staples firing" could not be confirmed with picture attached. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.